Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2018. Upon review, atrial lead noise was noted. Noise was not reproducible in clinic with isometric or pocket maneuvers. The patient is stable and would continue to be monitored.